Event description:
The manufacturer received information from a nurse alleging a patient experienced a ventilation service required alarm had occurred on a trilogy evo device. The device was replaced with another device at the customer site. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that an error code, pressure sensor mismatch, was observed on the device's error log. The manufacturer's service technician further evaluated the device and found contamination on the flow sensor that caused the ventilator service required to occur on the device. In conclusion, the device's flow sensor was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the external flow sensor cable was replaced for physical damage unrelated to the reported issue. The proportional valve, three-wat solenoid valve, air inlet filter foam, particle filter, muffler assembly, blower chassis plate, filter cover, blower cap, blower bellows seal, blower assembly, system printed circuit assembly (pca), low-flow o2 connector outlet side panel, dual rim cup, fio2 housing, and tubing [system pca, blower chassis, fio2, and low-flow o2] were replaced preventative measure that were unrelated to reportable issue.